Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on 04/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display with auditory and vibratory features. No tactile issues were found with the keypad buttons. The bolus button cover was detached/missing. (B)(6).